Event description:
The manufacturer representative reported battery depletion and low reservoir alarm. The amount of drug withdrawn from the pump reservoir was off by 10cc from the expected amount. The patient was receiving 1000 mcg compounded baclofen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.